Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank. The reporter was able to change the battery and the display became visible with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015, device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the pump powered on with audio, but no vibration, and the display screen was blank. Unrelated to the original complaint, there was moisture corrosion observed in the display lens, in the battery compartment and on the battery cap. The pump¿s cover was removed and there was moisture corrosion found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.